Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer

Event description:
Consumer reported complaint for error message (e-2) and high blood glucose test results. The customer is concerned with test results from result obtained of 260 mg/dl. The customer¿s expected fasting blood glucose test result range is 120-126 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to back blood test was performed by the customer and produced e-2 error message using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2027 and open vial date is day of call. The meter memory was reviewed for previous test result history (date/time not set): result 1: 260mg/dl date: 02/02 time: 1:46p fasting